Event description:
Following a diagnostic catheterization procedure in 2003 a vasoseal es was deployed without difficulty. The pt's pulses were checked 15 minutes post deployment and a drop in pulse and a cool foot were noted and then a complete loss of pulse. The pt was taken to surgery and the customer reported that the collagen was removed from the artery. The pt was discharged from the hosp 2 weeks later. No further complications were reported.